Event description:
At the beginning of the bypass procedure a monolyth oxygenator had abnormally high resistance and poor oxygenation. The unit was changed out, which took approximately five minutes. No pt impact or harm. Unit was discarded and not returned for evaluation.